Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/23/2018 and 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device was underweight, a broken shell, and non-penetrating nicks. A microscopic analysis was performed which identified a sharp edge with non-penetrating nicks assessed as surgical impact opening on radius side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact and non-penetrating nicks (stress marks). The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.